Event description:
It is reported that while impacting the tip broke off. It is believed that the alignment peg was left in a spacer in the patient.

Manufacturer narrative:
Evaluation summary: in (B)(4) 2008 the material for liner impactor was changed from (B)(4) which is less notch-sensitive. The returned liner impactor was produced prior to the material change. As returned the liner impactor is fractured at the base of the alignment peg. Device history records indicate all components were manufactured and inspected to specification.